Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital following a syncopal episode. The patients underlying rhythm was complete heart block. Interrogation of the device showed high pacing thresholds and there was a concerns this right ventricular (rv) lead had fractured although x-ray did not show any obvious sign of a fracture. The device was reprogrammed which resulted in the battery to change from three years remaining to less than six months remaining. The rv lead and the pacemaker were replaced at the same time. This rv lead was surgically abandoned while the device was discarded. All measurements with the new system were normal. No additional adverse patient effects were reported.